Event description:
During the patient's implant surgery, two m1000 generators were interrogated with high impedance. It was reported that the first generator was seen with high impedance on multiple diagnostics after being attached to the implanted lead and so another generator was opened. The second generator also displayed high impedance during diagnostics while attached to the lead so the physician elected to replace the lead. After the lead replacement the patient's impedance was within normal limits. It was noted that troubleshooting steps were performed several times such as re-inserting the lead into the generator, re-irrigation of the nerve, and checking that the electrodes were placed correctly on the nerve. The device history records were reviewed for both generators and the lead. The devices passed final quality and functional specifications prior to release. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The generator and lead were received by the manufacturer, but product analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected data, initial report: inadvertently stated that the suspect product had not been received to date. D6. Corrected data, initial report: inadvertently noted that the device was not available for evaluation. H3. Corrected data, initial report: inadvertently noted that the device was not returned to MFR. H6. Corrected data, initial report: inadvertently used method code 4114 although the device had been returned.

Event description:
Product analysis was completed on the first generator that was used during surgery. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Product analysis was completed on the first lead that was used during the surgery. The condition of the returned lead portions are consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed with no discontinuities identified. Note that since the cut end of 1st portion does not appear to match cut end of 2nd portion, it is possible the entire lead was not returned for analysis, therefore, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.